Manufacturer narrative:
The compromised force sensor system error alarm occurred during the prime test due to moisture damage on force sensor relay. All buttons functioning properly. No damage in the keypad assembly noted. No unlocked keypad connector during visual inspection. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube window, missing lcd window, shifted end cap sticker and cracked battery tube threads.

Event description:
It was reported that the customer had a prime/fill anomaly on the insulin pump. Customer's blood glucose level was 180 mg/dl. Customer stated that the pump was working on and off. Customer stated that they were stuck in a prime loop and it will not prime. Last thursday, none of the buttons would work at the time. Customer is currently on a back-up plan. Customer's blood glucose level is 200 mg/dl. Customer was unable to exit the preparing to prime loop. Customer is disconnected. Customer was advised to hold down the act button, but did not receive the 2nd series of beeps and/or numbers that were supposed to appear on the display. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).